Manufacturer narrative:
(B)(6) 2023 reported as explanted in error. Lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 reported as explanted in error. Lead was capped.

Event description:
This ra lead was explanted due to possible fracture. No adverse patient events were reported. Should additional information be received, this file will be updated.